Event description:
The customer reported that the device failed to power on and had an error code 1000 (defib failure). There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.